Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of hospitalization for high blood glucose level of over 600 mg/dl. Troubleshooting contacted the customer and spoke with the customer's mother. The customer had symptoms such as vomiting and unable to drink water. Customer treated with a manual injection. Customer's blood glucose value was unknown at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and went to the emergency room. Customer was released later that day. Troubleshooting was declined by customer.